Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilatation. However, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that the geometry of the lesion was straight and was pre-dilated prior using the ranger balloon. During the procedure, the loading tool was used to advance the device into the sheath. The balloon ruptured upon first inflation at below 6 bar.

Manufacturer narrative:
Device evaluated by MFR: the devce was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilatation. However, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that the geometry of the lesion was straight and was pre-dilated prior using the ranger balloon. During the procedure, the loading tool was used to advance the device into the sheath. The balloon ruptured upon first inflation at below 6 bar.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilatation. However, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.